Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented via merlin.net transmission. Upon review, the pulse generator and the right ventricular lead exhibited noise. All other electrical measurements were in range. No intervention was performed. The patient would continue to be monitored.